Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician intended to use a nc sprinter rx balloon catheter to treat a lesion located in the mid left anterior descending (lad) artery which was reported to be moderately tortuous with 95% stenosis. No damage was noted to packaging and no issues noted when removing the device from the hoop/tray. There were no issues removing the stylet. Device was inspected with no issues noted. Negative prep/purging was performed on the device prior to use with no issues. It was reported that the balloon was being used to post-dilate an implanted non-medtronic stent. Excessive force was not used in delivery. The balloon was first inflated to 14 atm for 13 seconds with no problem. The balloon was then inflated again to 7 atm, there was a sudden drop on pressure and the balloon burst. The device was not moved or repositioned prior to the burst. The balloon catheter was removed without resistance from the guide catheter (non-mdt) . No balloon material was observed in vivo or in vitro. The physician decided to remove the guide catheter and the guidewire (non-mdt). The guide catheter was flushed but no material was found. Procedure was completed by injecting contrast into the artery to see if the stent was correctly deployed. Chest and arm fluoroscope was carried out to find the balloon material from the burst balloon, no fragments were found. Currently, no symptoms or consequences for the patient have been reported. Patient is alive without any problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cine image review: review of the procedural images confirm deployment of numerous stents in the lad. The images capture the post-dilation of the stents with the nc sprinter balloon. The balloon is successfully inflated and maintains pressure as reported by the account. In the next image contrast is visible in the vessel proximal to the balloon confirming the balloon burst. If information is provided in the future, a supplemental report will be issued.